Event description:
It was reported that during the radio frequency ablation procedure the generator did not reach temperature. Multiple electrodes were swapped out but did not resolve the issue. The procedure was then aborted.

Manufacturer narrative:
A review of the manufacturing records associated with the devices indicated that they were successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The radio frequency ablation generator was received and was tested per functional test procedure. The unit passed all functional tests. The reported failure was not confirmed. However, visual inspection detected an unreported cracked membrane switch which is known to occur due to use over time. A labeling review was performed on the devices instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported that during the radio frequency ablation procedure the generator did not reach temperature. Multiple electrodes were swapped out but did not resolve the issue. The procedure was then aborted.